Event description:
Vns pt was scheduled for ncp system replacement surgery due to suspected device malfunction. It was reported that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. Previous device diagnostic testing performed six mos earlier was within normal limits, indicating proper device function at that time. Review of x-rays by treating neurologist revealed that the lead was disconnected from the generator. Based on known device settings, generator end of life is not a likely cause of the high lead impedance test result. Treating neurologist plans to replace both the lead and the generator. No adverse event was reported in conjunction with the suspected device malfunction. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the cause of the reported generator/lead connection problem.

Event description:
Further follow-up revealed that the patient underwent vins therapy system explant. It was reported that the patient's mother decided to have the device explanted rather than having the patient undergo device replacement despite the fact that the patient experienced noticeable improvement in seizures with vns therapy. It was reported that the patient's family member felt that the lead was broken; however, the high lead impedance reading was most likely a result of the lead pin not being fully inserted into the generator header.